Manufacturer narrative:
This report is being submitted as follow up no. 1.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Codes are unable to be selected at this time. Esubmitter support has been notified. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that when deploying the angioseal, it was reported that the device was very hard to pull back forcing them to self-tamp the collagen into place. Product did deploy. It was reported that the blood loss was less than 250 cc. It was reported that the patient condition was ok. It was reported that the procedure was finished.